Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13272. It was reported that the patient presented in clinic for a follow-up, when it was observed that electromagnetic interference (emi) oversensed both the right ventricular and right atrial leads simultaneously on several occasions. However, ultimately the device appropriately triggered both the right atrial and right ventricular noise reversion. Patient stated that they did not have any recollection of being around any electrical equipment. No intervention was performed. The patient was stable.